Event description:
It was reported that pump experienced malfunction that caused pump to shut down. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed with correction injection using multiple daily injections and did not require help from a third-party. Technical support arranged replacement pump shipment.